Event description:
It was reported that on (B)(6) 2012, the patient used a heating pad over her implantable neurostimulator (ins) and it ¿burned out¿ the ins. The ins was replaced on (B)(6) 2012. The patient reported they ¿moved the system from the left to right side of her body.¿ the patient had ¿no reaction¿ so it was moved back to the right side. This occurred the same day. Additional information was requested but was not available at the time of this report.

Event description:
The patient reported they ¿moved the system from the left to right side of her body.¿ the device didn't work on the right side, the patient had ¿no reaction¿, so it was moved back to the left side. This occurred the same day. It was noted that both the lead and the implantable neurostimulator were moved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28 lot# v589285 serial# implanted: explanted: product type lead. (B)(4).